Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - e1(event site state), h6(type of investigation).

Event description:
N/a.

Event description:
The user contacted the emergency support program line to report a gas loss alarm that occurred once today and twice during the previous shift. No blood or visible kinks were noted in the helium tubing. No patient harm was reported.

Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6). The user was provided with an explanation of the alarm, its potential causes, and troubleshooting steps. It was confirmed that there was no blood or visible kinking in the helium tubing, and the pump was operating alarm-free at the time of the call. A chest x ray was ordered to verify catheter placement.